Event description:
Customer reportedly obtained results of 509mg/dl, and 161mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of hi (greater than 600mg/dl) and 195mg/dl on compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement.